Event description:
An opening room staff member reported that a system message displayed during a vitreo-retinal procedure. The message was not able to be cleared and the system was exchanged. Following a 10 minute delay, the case was able to be completed without harm to the patient.

Manufacturer narrative:
The company representative examined the system and confirmed the system message reported. Due to the amount of dust present, the company representative replaced the fan guard filter. The company representative performed general cleaning of the system and checking cable connections. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).